Event description:
The facility was transferring the resident from the bed to a wheelchair. The cradle detached from the boom and fell to the floor. The resident was in the sling that was attached to the cradle when it fell to the floor. The resident landed on the floor and hit her head. The resident had a laceration to the back of her head. The resident was transported to the ER for evaluation and returned to the facility the same day.

Manufacturer narrative:
Add'l info will be provided following the conclusion of the manufacturer's investigation.